Event description:
Subsequent to the initial emdr report, the following information was provided: it was reported during use with the dragonfly optis imaging catheter, while inserting the guidewire into the imaging catheter, the distal tip separated into two pieces. Therefore, the imaging catheter was removed the patient and an unknown device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis and functional testing were performed on the returned device. The reported separation was not able to be confirmed, as the returned device was without any separation or related damage noted. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a cause for the reported material separation. The returned catheter was confirmed to have remained intact and without any separation. In this case, it may be that the user assumed the sheath damage (kinked sheath throughout and stretched guidewire exit notch; however, there was no material separation observed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. D1: correction (brand name updated). D2a: correction (common device name updated). D3: correction (manufacturer name, address, city, state and postal code updated). E1: first, last name updated from unknown to (B)(6). E1: title updated from dr. To ms. E3: occupation updated from physician to pharmacist. H6 - removed 2645 and added 2199.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during preparation with the dragonfly optis imaging catheter, while inserting the guidewire into the imaging catheter, the distal tip separated into two pieces. Therefore, the imaging catheter was not used in the patient and an unknown device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.